Manufacturer narrative:
The customer reported event of "the lcd display on the platform showed only the bottom half and the top half is blank" was confirmed through visual inspection of the autopulse platform (sn (B)(4)). The lcd was replaced to remedy this problem. The autopulse platform is a reusable device and was manufactured in 2007 and is 11 years old, well beyond the expected service life of five years. The likely cause for the defective lcd was due to normal wear and tear. However, the customer reported event of "the platform failed to run the self-test and displayed red x at the top left side of the screen" was not confirmed. The reported problem is unclear and was unable to reproduce the issue during functional testing. As part of routine service, during testing, the platform was examined and unrelated to the reported complaint, noticed a damaged front enclosure and a bent battery lock, the front enclosure and the battery lock were replaced to remedy this issue. The platform failed initial functional testing due to ua07 (discrepancy between load 1 and load 2 too large) error message upon power up, unrelated to the reported event. The load cells and the load cell amp cable were replaced to remedy this issue. The archive data was not able to download. The processor board was replaced to address this issue. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
As reported, during shift check, the autopulse platform (sn# (B)(4)) failed to run the self test. The crew observed that the lcd display on the platform showed only the bottom half and the top half is blank. The crew observed that the platform displayed red x at the top left side of the screen. The crew replaced the battery, however, the platform failed to run the self test and the red x on the display stayed on. No patient involvement.